Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that this patient underwent a follow up and during the follow up abnormal out of range low impedances measurements were noted as well as high pacing thresholds on this right atrial lead. Insulation damage was suspected. A revision was planned at a later date. At this time the lead remains implanted and no adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
A save to disk was reviewed by technical services. Low out of range right atrial lead impedances were confirmed. Technical services discussed that the abrupt change in pacing impedances maybe suggest possibly trauma to the patient chest/pocket. In addition it was noted that p wave amplitudes were fluctuating. Further review of the arrhythmia logbook noted mode switching as a result of noise oversensing on the right atrial channel. Technical services discussed that the issue is with this right atrial lead, and a lead revision was discussed.

Manufacturer narrative:
Additional information was received which noted that prior to the revision all measurements appeared normal and the impedances were stable and within normal range. The physician disconnected the right atrial lead and checked the lead with a pacing system analyzer (psa), reconnected the lead to the device and verified again with a programmer. The values were still the same as prior to the revision procedure. The right atrial lead remained implanted.